Manufacturer narrative:
No conclusion code available; upon receipt, the device was interrogated with a programmer and a device image revealed that the device was in back-up mode due to multiple radio frequency (rf) interruptions within a short period of time. As a result, two event queue overflow resets occurred. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Bench testing was performed and revealed no device anomalies. The results of the investigation concluded the reset was due to multiple rf interruptions.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
The patient was admitted to the hospital due to a change in heart beat and it was revealed that the device was in backup vvi mode. Furthermore, premature battery depletion was suspected so the device was explanted and replaced. The patient was in stable condition.